Event description:
It was reported that the device is placed on the right side and when performing threshold testing on either atrial or ventricular pacing the patient feels "excruciating pain" on the left upper chest. The patient is sensing 99%. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.